Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to an infection. The patient had been working on hands and knees and ripped the implant sutures; an infection subsequently developed. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Updated fields b5 event description and h6 patient codes to reflect additional information.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to an infection. The patient had been working on hands and knees and ripped the implant sutures causing wound dehiscence; an infection subsequently developed. No further patient complications were reported.